Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has an upcoming MRI and the neurologist didn't sign off on the form because of an impedance issue. Representative said they tried increasing stimulation on 2c and in ring mode and running it at 1.0 ma, but they couldn't get the impedance to clear. The issue was first noticed about 2 weeks ago. Patient had MRI I 2025, and impedance was good at the time. The impedance ce level was greater than 5,000, but when they ran it on automatic, it gave them a value of like 21,000. The patient was redirected to their healthcare provider to further address the issue. Technical services reviewed that MRI is not recommended. Also reviewed with rep that if hcp wants to override the recommendation, then it's up to the hcp, but manufacturer cannot recommend proceeding with the MRI. The patient and patient rep called with follow up questions regarding reported impedance issues stating that the rep never followed up with them to discuss next steps to address high impedances. Caller wanted to know if medical affairs would override the impedance decision for MRI eligibility, redirected to managing hcp. Caller indicated they had already spoken to managing hcp and were told the patient is not eligible for MRI and that patient needs to explore alternatives. Caller also stated that the managing neurologist said that in their opinion the impedances are not affecting the therapy but "patient is feeling bad, tremors have returned and vision is quite poor" so they have additional concerns beyond MRI eligibility. Redirected patient to discuss these concerns with managing hcp.